Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a no external power event was recorded on (B)(6) 2024 at 22:27:14 while connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. This was likely caused by power to the mpu being briefly interrupted.

Event description:
It was further reported the mpu had a v-lock connector on the alternating current (ac) power cord. It was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. It was also unknown whether there were environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service.

Manufacturer narrative:
B5 - narrative information d4 - additional device information; serial number, lot number and expiration date.

Manufacturer narrative:
Section d1: corrected. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log files. Submitted log files revealed an active power cable disconnect alarm from 22:27:14 to 22:27:15 due to relative state of charge (rsoc) invalid faults. This alarm clears when the backup battery begins to provide power to the system at 22:27:15. Backup battery use count was noted to increase from 7 to 8 during this event. A low power hazard alarm is also active simultaneously from 22:27:14 to 22:27:17. This alarm activated due to the voltages on both the black and white power cable dropping below the alarming threshold. By 22:27:18, all alarms clear. Per provided information, it is unknown if the ac power cord came loose or of any environmental circumstances. The root cause for the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.